Event description:
A nurse reported that the system did not recognize the handpiece prior to a cataract procedure. The procedure was postponed until the equipment could be repaired. The patient had received local peribulbar anesthesia; there was no patient harm reported.

Manufacturer narrative:
The company representative examined the system and reseated the cables. The company representative also replaced the remote control. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).